Event description:
It is reported that the plastic threaded piece broke in half during use.

Manufacturer narrative:
Eval summary: as returned, the impactor head has fractured. The device has a potential field age of approximately 6.5 years and has been used an unk number of times. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. This failure could happen if the impactor experiences repeated striking off-axis or excessive force. Damage to this device can most likely be attributed to normal wear and tear. Eval: review of the device history records did not find any deviations or anomalies. Damage on the device is too severe for dimensional analysis. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.